Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete.

Event description:
It was reported that this right ventricular (rv) lead exhibited a drop in pacing impedance and rise in capture thresholds after initial implant. The lead was found to have perforated the heart wall. The patient underwent surgical intervention to reposition the lead. The lead remains in service. No additional adverse patient effects were reported.